Event description:
It was reported that during a ureteroscopy procedure, the fiber popped while using it and was not salvageable. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber popped while using it and wasnt salvageable. The procedure was completed with another of the same device with no patient complications.